Event description:
It was reported that 3 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication and 1 broke at the cannula during use. The following was reported by the initial reporter: "it was reported that pen needles clog during injection and non patient end of pen needle broke off in pen. Consumer reported finding clogged pen needles during injection. He only does flow check with new pen. Advised to do flow check with all injections. Consumer reported of the 3 clogged pen needles one non patient end needle broke off in pen. He was able to remove".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication and 1 broke at the cannula during use. The following was reported by the initial reporter: "it was reported that pen needles clog during injection and non patient end of pen needle broke off in pen. Verbatim: consumer reported finding clogged pen needles during injection. He only does flow check with new pen. Advised to do flow check with all injections. Consumer reported of the 3 clogged pen needles one non patient end needle broke off in pen. He was able to remove".